Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient had damaged nerves in the back. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. The device was ultimately removed due to patient non-compliance and the physician was unaware of any nerve damage.